Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from multiple patient samples processed on a vitros eciq immunodiagnostic system. Prior to service, a troponin I precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the eciq system to expected performance. Following these actions, acceptable vitros tropi es precision was observed. In addition, the investigation determined in addition, the investigation determined the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The most likely assignable cause of this result was instrument related.

Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results on multiple patients, using a vitros eciq immunodiagnostic system. The customer obtained a non-reproducible, higher than expected, vitros tropi es results (0.118 and 0.175 ng/ml) from a single patient sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The same sample was retested and the repeat result (<0.012 ng/ml) was believed to be the accurate result. The higher than expected patient results were not reported outside of the laboratory there was no report of patient harm as a result of this event. During the investigation, additional non-reproducible, falsely elevated, vitros tropi es results from 9 separate patient samples were observed. The initial and repeat tropi es results for those samples are: sample 2 0.100 ng/ml vs. 0.027 ng/ml, samples 3 through 9 yielded 0.80, 0.110, 0.100, 0.07, 0.080, 0.130, 0.086 ng/ml vs repeat results <0.012 ng/ml. Sample 10 had an initial result of 0.070 ng/ml vs 0.026 ng ng/ml. Additionally, during the investigation a result of 0.077 ng/ml vs expected <0.014 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The repeat results were believed to be the accurate tropi es results for the patients. The non-reproducible, falsely elevated tropi es results were not reported outside the laboratory and there was no reported allegation of patient harm. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).